Event description:
There was an allegation of questionable elecsys syphilis results for 1 patient sample on a cobas e 801 analytical unit compared to two competitor assays. The patient had an elecsys syphilis result of 0.259 coi (non-reactive), an abbott syphilis result of 0.53 s/co (non-reactive), and an autobio syphilis result of 9.984 (reactive). The units of measurement for the autobio result were not provided. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer confirmed that the autobio result was a false reactive result and that the elecsys syphilis was correctly negative. The elecsys syphilis assay performs within specification. The investigation did not identify a product problem.